Manufacturer narrative:
. A portion of the device was discarded, and a portion remained within the patient, thus no product investigation could be performed. H6): lld cut/cap is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to bacteremia. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Multiple spectranetics and concomitant devices (spectranetics tightrail sub-c rotating dilator sheath, spectranetics tightrail (long), spectranetics glidelight laser sheath, spectranetics visisheath dilator sheath, cook medical workstation, merit medical en snare endovascular snare, and loop snare, manufacturer unk) were used during the procedure. The ra lead was removed with success. Next, working to remove the rv lead from the pocket, efforts were unsuccessful. Snaring was performed from a femoral approach and continued for almost 2 hours without success. As a result, the decision was made to stop the extraction. Attempts were made to unlock the lld ez from the rv lead but were unsuccessful, so the rv lead/lld ez were cut and capped and remained in the patient. The patient survived the procedure. This report captures the lld ez within the rv lead, which was cut and capped and remained in the patient.